Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed on the scope and noted the bending section skeleton tab is protruding from the proximal side of the bending section cover. The bending section cover was removed which revealed the bending section skeleton was completely broken and separated and there were no sharp edges. The skeleton tab that was protruding from the bending section cover was bent. The scope failed the leak test at the damaged bending section area. A review of the service history indicates the scope was purchased on june 2, 2019 with no repairs records. The scope was repaired and returned to the user facility. Based on the evaluation results, the potential cause of the broken bending section skeleton and bent skeleton tab is due to excessive force and/or stress attributed to mishandling. As a preventive measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was made aware the bending section cover at the distal end of the scope has a tear and the mesh was exposed. There was no death or serious injury reported. No additional information was reported.